Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the peel away does not snap and split. One of the tabs will snap off entirely leaving us with no way to peel the sheath apart.". It was reported there was a delay in theapy due to the time to remove and replace the catheter. No patient harm was reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided seven photos for evaluation. Visual inspection of the photos confirmed the peel-away sheath did not fully peel correctly. The edges appeared rippled. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "sharply snap tabs of valve housing in a plane, perpendicular to long axis of sheath to split valve and split sheath apart while withdrawing from vessel." The customer report of a damaged peel-away sheath was confirmed by visual inspection of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported "the peel away does not snap and split. One of the tabs will snap off entirely leaving us with no way to peel the sheath apart." It was reported there was a delay in theapy due to the time to remove and replace the catheter. No patient harm was reported.